Manufacturer narrative:
Device details were not available at the time of this report. (B)(4).

Event description:
Per the surgeon, the patient experienced persistent infection at the abutment site and subsequently was administered oral antibiotics (date not reported) and topical steroids (date not reported).